Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they were starting to have a little problem again and they were not sure if it was from drinking too little water or what. Patient stated they have had some constipation and have had a lot of trouble sleeping the last 3 nights. Patient said they had too frequent urination and that was why they got the device because they couldn't control it. Agent asked patient if this was happening before they had the implant and patient said they don't know. Patient also mentioned they have to be very careful when they lay out because they sleep on their back and they push it in a way that it hurts. Patient reported they have some irritation where the incision was and they take pain medication. Patient has a post op appointment with healthcare provider (hcp) on (B)(6). The issue was not resolved through troubleshooting. The patient was redirected to their hcp to further address the issue. Patient reported pain at incision site and urinary retention.